Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there weren¿t any valid contacts to use to program the patient in order to get them adequate pain relief. The patient was redirected to their healthcare provider (hcp). The manufacturer representative reported that the cause of the high impedances was unknown. It was noted that the patient denied having any falls or accidents. The patient had hip surgery and thought that may have been the cause due to stimulation changing after the surgery.

Event description:
It was reported that there was an impedance issue with leads showing >4000 ohms. The cause of the impedance issues was unknown. They performed longevity calculations: use percent was 100%; 23106 hours used; implant at 3.015 voltage; 0.9v, 450us, 40hz; +--+; a1 >4000 ohms group impedance; estimate was >10 years. There were no allegations against longevity and the patient was feeling stimulation and getting proper coverage. No actions would be taken to resolve the impedance issue as the patient was getting great stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient via a manufacturer representative (rep). It was reported that the patient stopped feeling stimulation about two to three months prior to (B)(6) 2017 and therefore had increased pain. The patient came in with the implantable neurostimulator (ins) on and they had been trying to use it by adjusting the amplitude up and down, but the stimulation was gone and they didn¿t feel it intermittently at all. There were no falls/trauma reported that could have been related to this issue. It was noted that the patient had an unrelated hip surgery in (B)(6) 2016. The rep had a physician programmer available. It was noted that the patient had been using group d 100% of the time. When the rep ran impedance testing it was greater than 4,000 ohms and current was 0.075 milliamperes. Electrode impedance was tested at 3.0 volts. The rep checked reference electrodes 0, 1, and 4 and all contacts were over 40,000 ohms. The rep checked reference electrode 8 and all were over 40,000 ohms except for 7, 9, and 12 which ranged from 24,000 ohms and 37,000 ohms. The issue began in (B)(6) 2016, two to three months prior to (B)(6) 2017. It was noted that the patient talked to another rep on (B)(6) 2017. The patient did not have a current managing healthcare professional. The rep was going to try to help the patient get connected with a physician and noted that they wouldn¿t be able to get an x-ray scheduled until the patient had a physician. The patient's ins was implanted for lumbar radiculopathy.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-60 lot# serial# (B)(4) implanted: 2011 (B)(6) explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: 2011 (B)(6) explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: 2011 (B)(6) explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: 2011 (B)(6) explanted: product type lead:section: patient had leads used with 2 implantable neurostimulators and reports the same events for both ins's. Information for the 2nd ins is: product ID 97702 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient's ins was replaced on (B)(6) 2017 due to normal end of service (eos) at that time, but when the new ins was placed they noted that the patient got no paresthesia and there were impedance issues but the rep was unsure of exactly what the situation was. The rep stated that he did not know when the lead issue occurred but they were replacing the lead on (B)(6) 2017. Additional information was received from the rep on 2018-jan-03. The rep was not sure of the patient's weight at the time of the event. The impedance/lead issues and lack of stimulation have been resolved. The information was confirmed with the physician. No further complications were reported/anticipated.